Event description:
It was reported that a patient presented in clinic for follow up, externalized conductors were observed via imaging. The electrical function of the lead was tested and no anomalies were observed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.